Manufacturer narrative:
The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital pharmacy manager reported issues that occurred with the q2 IV administration/extension set during use. She reported that she was aware of six recent incidences where the 0.22 micron filter on the tubing set became clogged and occluded. The patient information was not recorded in any of the instances. The infusate was recorded in the last occurrance as (B)(4). There were no patient complications reported as a result of the alleged events. The hospital did not save the samples to return to the manufacturer for evaluation because they typically contain chemotherapy drugs. Reference manufacturer report numbers: 1649914-2015-00088, -00089, -00090, -00091, -00092.